Event description:
The customer reported that during a hysterectomy, the jaws of the device would no longer open after sealing and cutting. Another device was used resect tissue around the jaws in order to remove the device. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.